Manufacturer narrative:
(B)(4). Results of investigation: the (B)(4) failure analysis lab has evaluated the suspected components. They were able to duplicate and confirm the reported issue and isolated the problem to a faulty metal¿oxide¿semiconductor field-effect transistor (mosfet) due to material fatigue. A new mosfet was placed into the component and the reported issue was resolved.

Event description:
The customer reported while using the vela ventilator, it alarmed motor fault and the exhaled volumes are under spec. The customer reported no patient involvement associated with this event.